Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. The "foreign matter" was identified to be cloudy spots as a result of the injection molding process of the cup. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® urine collection cup there was an issue with white particles foreign matter. The following information was provided by the initial reporter, translated from french to english: foreign matter (white particles).

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® urine collection cup there was an issue with white particles foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: foreign matter (white particles).